Event description:
The customer reported that no 12 lead ECG signal was captured for the pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the pt. There was no product malfunction. The philips field service engineer confirmed that the m1644a ECG lead set was physically damaged. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.